Event description:
The customer reported that the reagent pack was not sensed on a unicel dxh 800 coulter cellular analysis system. The field service engineer (fse) discovered a leak of approximately 50 ml that was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse found that the leak originated from flowcell tubing at quick disconnect qd7. The fse replaced the tubing to resolve the leak and the reported issue. (B)(4).